Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (electrode belt does not communicate with monitor) has been confirmed upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an internally shorted v4 in ECG "c." The root cause for the shorted component could not be positively determined. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt was unable to communicate with the monitor.